Event description:
In 2008, the patient reported she received many e4 (occlusion) messages on her insulin infusion device while she was sleeping. She stated that each time she woke up, confirmed the message and then went back to sleep. She said she once woke up and tested her blood glucose which was in the 400's mg/dl. She bolused but received another e4. She stated she was too sleepy to troubleshoot so she waited to change her infusion headset until this morning when she got up. She has not experienced any further occlusions. She said the headset cannula she removed did not appear to be kinked or bent. She said her current reading is 468 mg/dl and she just bolused 10 units of insulin as a correction and also as a meal bolus for breakfast. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.